Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "having issues with their pacemaker about 2 weeks ago. They thought they were fixed but now they're back in the hospital with congestive heart failure." It was further reported that the implantable pulse generator (ipg) had been broken and that "apparently the atriums and ventricles aren't matching up." It was also reported that the patient fell five months ago and their cardiologist was worried they broke their device. The device remains in use. No further patient complications have been reported as a result of this event.